Event description:
It was reported that the right ventricular (rv) lead warning occurred before the patient was seen in the emergency room twice for episodes of "near syncope" and "passing out." Diagnostics showed a possible lead fracture due to a polarity switch, high and fluctuating impedances, oversensing and noise. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was melted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix, and there was apparent explant damage.